Event description:
It was reported that this pacemaker was attempted to be implanted but, during the procedure, whenever the leads were connected to the device, oversensed noise and high out of range pacing impedance measurements were noted. Troubleshooting was performed, including disconnecting and reconnecting the leads multiple times and testing the leads on a pacing system analyzer (psa), which indicated that the leads were functioning normally. The device was replaced with another pulse generator, which functioned as expected and was successfully implanted. No adverse patient effects were reported. This product is expected to be returned for analysis.